Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required reference complaint (B)(4). H3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure message. The facility the patient had transferred from had been using the central lumen to monitor the pressure. Customer attempted to connect a bedside monitor pressure cable to transduce, but could not find the correct cable. Upon follow up, the customer was able to connect the correct cable and monitor the pressure using the central lumen. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure message. The facility the patient had transferred from had been using the central lumen to monitor the pressure. Customer attempted to connect a bedside monitor pressure cable to transduce, but could not find the correct cable. Upon follow up, the customer was able to connect the correct cable and monitor the pressure using the central lumen. There was no patient harm or adverse event reported.